Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was returned to the biomedical engineering department without a note. No tracking information was provided; therefore, specific patient information, pump, programming, or event details were not available. During testing at the user facility, the pump powered off by itself without sounding an audible alarm tone when removed from ac power. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device powered off by itself without alarming. This was due to the battery.